Manufacturer narrative:
Other applicable components are: product ID: 9735859, serial/lot #: unknown. A medtronic representative went to the site to test the equipment after the cord was swapped. No failures were found. The system performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was not connecting to the imaging system. It was confirmed that all the network information was correct, but the system would still not verify. Troubleshooting was performed by trying a second network cable that was known to be good. It was confirmed that a cord exchange did resolve the issue. There was no patient involved.